Event description:
Pt rep. Called back and said they got reference letter. Pt rep. Said they kept showing up at their hcp's office, but any time their hcp requested mdt rep. To come to office, mdt rep. Never showed up. Pt rep. Said they kept sending form back after filling it out, but never got any help. Pt just got out of rehab because pt had fallen again. Pt rep. Said therapy kept shutting off by itself. The cause of the stimulator shutting off was unknown because the rep was not showing up at the hcp's office. No steps were taken yet to resolve the issue. Pt rep. Was looking to make hcp appointment with in the next week or so. Mdt rep. Had met with pt in past. Tss emailed local mdt reps and provided nas. Rep responded and reported that they would meet with the patient at the appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep stated no evidence of stimulator shutting off by itself. No issues noted. They unlocked/reset controller ¿ no issues. Interrogated stimulator, impedances fine. No issues. Issue has been resolved that rep is aware of. Information was confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Pt rep said for the last month the patient has noticed that the stimulation in their back and legs "shuts off" at the same time as the controller. Pt stated they have to "restart" and turn the stimulation back on. Agent had pt rep unlock controller and saw group b1 and controller at 100% and implant 40%. Patient services reviewed with caller that it is normal for the controller to go blank but stimulation turns off only when it is manually turned off or if implant is too low. Pt rep stated pt charges the implant every other night and uses therapy 24 hours a day. Agent reviewed implant battery depletion is based on settings and usage of the therapy. The issue was not resolved through troubleshooting. Agent sent email to local reps for visibility. The patient was redirected to their healthcare provider to further address stimulation turning off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause is unknown and the issue is not resolved.